Manufacturer narrative:
As neither a lot number nor the involved product had been made available to u.s., no tests could be performed. Based on the information provided to us no root cause could be determined. Currently we are awaiting additional information on the objective of the procedure, the precise position of the injury on the patient, a more detailed indication of the distance between the application site and the operation field, the relative orientation of the electrode. However, the IFU specifically states "if an electrosurgical unit offers an electrode contact quality monitoring system like rem¿, nessy®, arm¿, etc., always use a split electrode." The deltronix precision tc3 esu generator is equipped with an electrode contact quality monitoring system (sistema de alarme mrpgraph® - patient-plate monitoring system), which only works with a monitoring electrode ("split"). An unsplit non-monitoring electrode was used. The use of a split electrode could have avoided the burn. We will provide a follow up report.

Event description:
On (B)(6), a 40 minutes surgical procedure was performed at a hospital in (B)(6). A non monitoring dispersive electrode (model rs05) and a deltronix precision tc3 esu generator was used. The electrode was placed on the left thigh. The patient was lying in gynecological position and was not repositioned. The body type of the patient was described as slim and the skin as normal. It was reported that there is no indication that the patient skin was shaven or disinfected. No ointment had been applied, but it was cleaned in a pre-operative bath and dried prior to the surgery. The power setting was described as "110/220v coagulation 70 cut 70 blend 2" and was not raised. The hospital stated that the plate "properly adhered" to the patient skin. After the procedure a burn was discovered ("redness and + necrosis point"). The size of the injury was specified as "5cm." The wound had been treated by "medical curative." We received a photo taken 3 days after the procedure showing the injury on the thigh. It shows that the wound was treated with a cream and dressings. Additionally we received a photo showing the involved product with a burnt mark on the gel edge opposite the connecting tab. The burnt mark is about half the length of the gel edge.